Event description:
It was reported that pump displayed malfunction alarm ¿malf 0¿ with associated fault ID but no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for resetting pump, successfully reset malfunction without recurrence, was advised that pump use could continue, and was instructed to call back if malfunction returned.